Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the physician suspected insufficient wall apposition at the proximal end after the implantation fo the devices. However, no endoleak was detected. Therefore, the procedure concluded without adding a cuff to the proximal neck. On unknown date, follow-up CT images showed a proximal type I endoleak. On (B)(6) 2014, three gore® excluder® aortic extender endoprostheses were implanted to treat the proximal type 1 endoleak. Final angiogram showed the resolution of the endoleak.